Manufacturer narrative:
Manufacturing site evaluation: device was not returned for evaluation. Lot number was not reported; review of manufacturing documents not possible. There have been two additional similar incidents reported; which indicates there is not a product or design failure, a systemical failure is excluded. Root cause can not be determined. Corrective/preventive action: not applicable.

Event description:
Intra-operative the stem was not rotationally stable. Surgical delay less than 15 minutes to change to competitors stem.